Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a procedure to implant a 28mm amplatzer amulet (acp2) using a 14f amplatzer torqvue 45x45 delivery sheath (tv45x45) under the guidance of angiography and tee, it was difficult to consistently view the progress of the sheath. Eventually good backflow was observed and the acp2 loader was connected to the sheath and the acp2 was advanced to the end of the sheath within the distal portion of the left atrial appendage. As the acp2 was about to be deployed, an air embolus (1.5ml) in the sheath was observed on tee. An attempt was made to suction the embolus but it was unsuccessful so the patient was heparinized. Due to the patient's decreasing hemodynamics, the tv45x45 was retracted into the right atrium and removed. The patient was moved to the ICU and two hours later, the patient was stable. Neither device was suspected to have caused the event.